Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Symptoms reported include hyperglycemia, nausea, vomiting and diarrhea. Once the patient had arrived at the hospital emergency room the patients pod was removed. The patient was diagnosed with dka as well as esophagitis, gastritis and colitis. The patient was treated with intravenous fluids as well as insulin. In addition the patient was treated with ciprofloxacin, flagyl, zofran and pantoprazole. The patient was discharged from the hospital after 3 days.